Event description:
The subject device was used during a laparoscopy- assisted colectomy. The error occurred and the device could not be used any more. Although the user exchanged it with another tb-0535fc and continued the procedure, the error occurred again and the second device also couldn't be used any more. The procedure was completed with another third tb-0535fc. This MDR is regarding one of the two broken devices, but it cannot be specified which one is the subject device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The tip of the probe and the jaw had contact marks against each other. The mfg history was reviewed, with no irregularities noted. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may resulting various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross ref. MFR. Report number # 8010047-2015-00131.